Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that after releasing the command on the remote hand controller, system motion continued. The collision sensors were promptly activated to stop the motion in a controlled manner. Based on additional information from psc cle19-006 / hhe ami-1123-2019, it has been determined that this record is a reportable event. A field safety notice (fsn) has been released to customers indicating that an issue has been found with the hand controller for the (B)(6) family of cameras. The issue results in either spontaneous uncommanded (not initiated by the operator) motions or continued motion after the buttons were released.